Event description:
The physician was using a needle knife sphincterotome while performing an endoscopic retrograde cholangio-pancreatography procedure. It was reported that at the beginning of the procedure, the needle detached from the catheter. The detached portion was retrieved from the pt with biopsy forceps. The pt was reported to be in satisfactory condition. The device was not returned for evaluation. However, the instructions for use state "if is essential to move the needle knife while applying current. Maintaining the needle knife in one position may cause excessive focal coagulation, charring of the tissue and/or breakage of the needle knife."